Event description:
The customer called for help with her new meter. While troubleshooting, she performed control tests and received results of 219 and 38 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.